Manufacturer narrative:
The complainant was unable to provide the serial number; therefore, the device manufacture date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02625 for the other associated device information. It was reported to boston scientific corporation that two endostat iii rf generators were used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the endostats were not ablating in cut and coag mode. A different cautery device was used and bands were added to stop the patient¿s bleeding. The case was completed and the patient was discharged the same day. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.